Manufacturer narrative:
Investigation: visual inspection: particles in the delivery liquid and a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,107 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. An increased braking force measurement could be a possible consequence of the deformation of the housing. Internal inspection: after dismantling of the valve, slightly deposits were found in progav result : based on our investigation results, at the time of our investigation we detect a difficulty in adjustment due to the increased braking force measurement, as well as a deformation of the housing surface. We suspect that the detected deformation caused the functional impairment of the adjustability. Excessive pressure from the adjustment pin or impact to the patient's head may compromise the integrity of the valve. In addition, deposits caused by substances naturally present in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part #fv427t) was implanted during a procedure performed in 2008. According to the complainant, the valve was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 164 centimeters (cm) weight: (B)(6). Gender: unknown.